Event description:
It was reported that during an ureteroscopy procedure, a balloon burst occurred. A u2q/4-4/5.8/75 uromax ultra balloon catheter had been advanced to an unspecified ureteral location. While attempting to inflate the device to 15 atmospheres (atms), the balloon burst at an unspecified atms. No pieces appeared to detach from the balloon. The procedure was completed with this device with no harm to the pt.